Manufacturer narrative:
The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported visible air and loss of aspiration were not confirmed. No problem was detected with the returned device that could have caused or contributed to the aspiration issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the air in the sheath could not be determined.

Event description:
It was reported that a loss of aspiration occurred. During an ablation procedure to treat atrial fibrillation (af), a faradrive sheath was selected for use. After achieving transseptal access, the dilator and wire were removed. While attempting to aspirate the sheath a negative pressure/suction was observed when opening the stopcock connected to flush port and syringe. When this suction was present air bubbles were seen in the sheath and were then cleared once aspirationw as possible again. The sheath was pulled back into the right atrium for patient safety. The sheath was then able to be aspirated and flush accordingly. The procedure was continued, however, once the mapping catheter was removed and an attempt to aspirate and flush was made, the same issue occurred. Again, the procedure was continued, but the issue occurred a third time when attempting to aspirate and flush after removing the farawave catheter. The original sheath was used to successfully complete the procedure without patient complications. The device has been received for analysis.

Event description:
It was reported that a loss of aspiration occurred. During an ablation procedure to treat atrial fibrillation (af), a faradrive sheath was selected for use. After achieving transseptal access, the dilator and wire were removed. While attempting to aspirate the sheath a negative pressure/suction was observed when opening the stopcock connected to flush port and syringe. When this suction was present air bubbles were seen in the sheath and were then cleared once aspirationw as possible again. The sheath was pulled back into the right atrium for patient safety. The sheath was then able to be aspirated and flush accordingly. The procedure was continued, however, once the mapping catheter was removed and an attempt to aspirate and flush was made, the same issue occurred. Again, the procedure was continued, but the issue occurred a third time when attempting to aspirate and flush after removing the farawave catheter. The original sheath was used to successfully complete the procedure without patient complications. The device is expected to be returned for analysis.